Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged accucath guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one accucath peripheral IV catheter assembly. The catheter was not returned for evaluation. The safety button was depressed and the needle was fully withdrawn into the housing. Usage residues were observed throughout the sample. The guidewire exhibited a break within the coil region. Microscopic inspection of the break in the wire revealed a granular fracture surface. Necking and curved shape memory was observed in the vicinity of the break. Coil misalignment was also observed in the vicinity of the break. The break features were consistent with material failure under tensile (pulling) stress. The curved shape memory and coil misalignment suggested that the wire was advanced against resistance prior to the tensile failure. It appeared that the coil region became bent/misaligned during attempted device insertion, causing the tip to become caught during attempted removal, leading to the break. A lot history review (lhr) of recx2906 showed no other similar product complaint(s) from this lot number. - attachment: [file 1320897- mw4900240000-2019-8032.pdf]

Event description:
It was reported that on (B)(6) 2019 staff inserted a bard accucath #18 2.25 inch and it snagged on patient skin upon removal. It appears that part of the coil is missing. (B)(6) 2019- medwatch received stated, "while nurse withdrawing ultrasound guided IV #18 accucath angicath from patient the very end of guidewire got stuck in superficial skin of patient. Guidewire was able to be released from patient's skin with little site trauma, unsure if any of the wire remained inbedded in patient. Patient unharmed by event. Catheter including guidewire and housing retrieved and placed in biohazard bag. Guidwire appears intact but with single coil as opposed to double coil at tip of guidewire."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx2906 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
It was reported that on (B)(6) 2019 staff inserted a bard accucath #18 2.25 inch and it snagged on patient skin upon removal. It appears that part of the coil is missing. On 2/28/2019- medwatch received stated, "while nurse withdrawing ultrasound guided IV #18 accucath angicath from patient the very end of guidewire got stuck in superficial skin of patient. Guidewire was able to be released from patient's skin with little site trauma, unsure if any of the wire remained imbedded in patient. Patient unharmed by event. Catheter including guidewire and housing retrieved and placed in biohazard bag. Guidewire appears intact but with single coil as opposed to double coil at tip of guidewire."